Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a PICC insertion. During insertion at the right basilic vein there was a reaction. There was resistance at the subclavian, line going to right ij. The reaction was nausea, difficulty taking a deep breath, "pulsating action in kidneys", extreme facial flushing and heat sensation lasting 2-3 min, sensation of swelling lips. Oxygen applied by face mask, vital signs taken, cold cloth to forehead for facial flushing and hot face sensation. Pt returned to normal after approx 10 min. The PICC remains in the pt's right arm.